Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that unknown foreign material was found on the tubing of a uv set used for continuous ambulatory peritoneal dialysis (capd). The material was noted before use. There was no patient involvement. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received and the evaluation has been completed. A visual inspection was performed and particulate matter was noted. The cause of the particulate matter could not be determined. A CAPA was opened to investigate this issue. Should additional relevant information become available, a follow-up report will be submitted.